Manufacturer narrative:
(B)(4). Date of event: month unknown. Only day (28) and year (2018) known. Batch # r59432. Photo evaluation: two photos were provided. Picture one shows a reload. One driver can be seen up and the swing tab can be seen in the unlocked position. The dog house is noted to be damaged. A tyvek is appreciate it with lot number p4t52z and expiration date: 09/30/2022. Picture two shows a tyvek with lot number p4t52z and expiration date: 09/30/2022. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device evaluation summary: the analysis found that one sr55 reload was received with the two drivers up and the swing tab was found to be in the unlocked position with the "doghouse" component of the cartridge damaged. No functional test could be performed due the condition of the reload. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, some sr55 staple miss from pocket before use. There were no patient consequences reported.